Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had motor error. The customer¿s blood glucose level was 24 mmol/l at the time of the incident. Customer stated that drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced. Customer was advised to usu manual injection or pen to correct blood glucose. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. Troubleshooting was performed for motor error alarm and the device will return for analysis.